Event description:
Rptr writes, "two FDA approved procedures to shrink the prostate have left me devastated, in constant pain and agony, while increasing the size of my prostate. On or about jan 30, 1997, dr performed transurethral microwave therapy (tumt) on me. On may 14, 1997, dr utilized transurethral needle ablation (tuna) on my body. These 2 procedures should never have been done."